Event description:
Rayner intraocular lenses limited received notification of an event that occurred with a single use soft-tipped disposable injector (model r-inj-04). The event account provided states "lens got stuck up in the cartridge and the silicon tip got damaged." For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00063.